Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Litigation received. Litigation alleges pain, discomfort, trouble walking, and elevated metal ion levels. Update 4/21/2016 - pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported extreme pain, swelling, trouble walking, diminished balance, difficulty performing daily activities, and numbness in hip area. Lab result report for metal ions greater than (B)(4) parts per (B)(4). MRI reportedly showed a large periarticular fluid collection, metallosis, synovitis and adverse local tissue reaction. Revision surgical report noted metallosis, posterior impingement of the femoral stem on the cup with a small dent, significant debris stained tissue, wear debris, black thick tissue covering the psoas and the cup was anteverted at about (B)(4) degrees. Cup added to complaint. Lot updated for liner.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Ppf alleges metal wear, metallosis, and elevated metal ions.